Manufacturer narrative:
This report is submitted on november 09, 2022.

Event description:
Per the clinic, the patient experienced an infection over the mastoid site on september 2022 (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. Subsequently, the patient underwent revision surgery on (B)(6) 2022. The implanted device remains